Event description:
It was reported 2 bd plastipak¿ concentric luer lock syringes had the pump occlusion alarm go off when used with propofol. The following information was provided by the initial reporter: "occlusion alarm during use soon after induction, the pump is alarming twice for occlusion. Medication used in the syringe: propofol".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported 2 bd plastipak¿ concentric luer lock syringes had the pump occlusion alarm go off when used with propofol. The following information was provided by the initial reporter: "occlusion alarm during use soon after induction, the pump is alarming twice for occlusion. Medication used in the syringe: propofol".